Event description:
Patient had atrial polarity switch on (B)(6) 2020 for 8 high atrlal impedances. The same day there is also vhr and ahr episodes that show likely noise/potential emi. Caller will investigate if patient had medical procedure or had emi exposure that day. All other trends are within normal. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).